Event description:
It was reported that "expired jam shidi's were used. (B)(4); (B)(6) 2009".

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.